Event description:
It was reported that: "patient had revision due to fall."

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.